Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email the pull wire broke off. It was replaced. No aes reported.

Manufacturer narrative:
The complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The affiliate reported via email the pull wire broke off. It was replaced. No aes reported. Per additional information provided by the affiliate on 12-7-17 via email, the issue was detected before being used on the patient and the suture broke before being used on the patient. It is unknown if the surgeon was pulling on the suture with hands or using snaps. No surgical delay reported. The procedure was completed by replacing the device. Alternatives were readily available.